Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the femoral artery and while the md was advancing the iab through the sheath, it became stuck. As a result, the iab and sheath were removed as one unit. The md requested another iab to complete the procedure. See medwatch 1219856-2008-00380 for the second event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.